Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg) tube placed. Patient did not have a bowel movement since (B)(6) 2016 and no gas was passed after peg placement. Bowels sounds were present. On (B)(6) 2016, patient developed abdominal pain and pfa x ray and CT abdomen were performed. Patient was started on busopan 10mg three times a day, palexia 50mg 4 times a day, regular movical 13.8mg twice a day, sennakot x 2 and lactulose 15mls twice a day. X- ray and CT scan confirmed small pocket of air under diaphragm. No surgical intervention was required and no peritonitis was diagnosed. Patient was started on intravenous flagyl 500mg tds and cefuroxime 750mg tds and continued regular analgesia. Patient had bowel movement and pain resolved. Analgesics were discontinued. Patient was seen on (B)(6) 2016, chest x ray was clear, no air seen under diaphragm. Antibiotics have been discontinued. Patient is tolerating good diet and bowels opening. Patient had good effect from duodopa therapy and discharge was planned for (B)(6) 2016.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Pneumoperitoneum is a known complication of peg tube placement procedure. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.